Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The returned device passed all performance criteria during analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12831 and 2134265-2017-12828. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12831 and 2134265-2017-12828. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that automatic pullback failed. No patient complications were reported.